Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After three days of post filter deployment, chest x-ray and computed tomography (CT) chest was performed and the patient continued to show abnormalities, due to in-light of bilateral pulmonary emboli. Around eleven years and nine months later, a computed tomography (CT) abdomen was revealed that the tip of the filter was tilted to the right and was located at the level of the l3 superior cortical plate, 3.5 cm below the confluence of the renal veins. The filter arms were located 3.2 cm above the inferior vena cava bifurcation. One of the filter arms extended through the wall of the inferior vena cava to the outer wall of the aorta. There was no evidence of retroperitoneal hemorrhage or other complication. Therefore, the investigation is confirmed for perforation of the ivc and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced abdominal pain; however, the current status of the patient is unknown.